Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this patient with this right ventricular (rv) lead had infection and endocarditis with positive blood cultures. The patient also had lead vegetation. There were no additional adverse patient effects reported. The rv lead was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this patient with thisright ventricular (rv) lead had fever and endocarditis, with positive blood cultures. The patient also had an infection and lead vegetation. A revision was performed and the pacemaker, right ventricular (rv) lead and right atrial (ra) lead were explanted. The pacemaker was reused as an external temporary pacing device and off label use was intentional due to pacer dependence. These explanted products will not be returned. Additional information was received indicating the patient had expired approximately four days post the explant procedure.